Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump kept alarming for an occlusion and had issues with high blood glucose. The customer's blood glucose was 250 to 300 mg/dl at the time of the incident. The customer stated they had to change the reservoir every other day due to the occlusion alarm. They would change out the sets and the insulin pump would start working, but then stop. They would be changing sets 2 to 3 times. The customer also reported they could smell insulin at times but did not recall if the reservoir or infusion site was the one leaking. The customer reported they were sick at the time and unsure if that contributed to their high blood glucose. The customer declined troubleshooting for high blood glucose. The customer's health care professional took them off the insulin pump and the customer is currently using manual injections. The insulin pump and reservoir will not be returned for analysis.